Event description:
It was reported that since 2004, the pt no longer reacted to sound. Approximately one week earlier, the pt fell and hit their chin heavily against the edge of the bath rim. An implant check carried out in 2005 confirmed that the device has malfunctioned.